Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. The article concluded that endovascular treatment of complete iliac axis occlusions can offer comparable midterm patency rates to open surgery aortoiliac femoral bypass, when an adequate combination of balloon and self-expandable covered stents is used and an appropriate outflow through the common femoral artery is warranted.

Event description:
Received an article titled midterm results of endovascular treatment for complete iliac axis occlusions using covered stents. Purpose: this study reports mid-term results of endovascular therapy with covered stents for ciao. Method: this is single-center retrospective review of patients with ciao endovascular treatment from january 2015 to december 2017 (3 years). Per the article adverse events included groin site complications and thrombosis.